Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specifications. Unit was monitored and no blank display anomalies were noted. No failed battery test, battery out limit alarms or low battery alerts noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed low battery, low reservoir and weak battery. The customer also indicated that the pump occasionally loses power. Customer does not recall any significant events leading to the errors. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for errors but the customer was advised that the device would be replaced and to return the product for analysis.